Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode for which hospitalization was required. Technical services (ts) was consulted regarding a delay in therapy. Upon review of the available information ts determined that therapy had not been delivered as the programmed criteria had not been meet. In addition, a non-sustained rhythm was observed during device charge which caused the therapy to be diverted. Furthermore, undersensing related to the patient morphology was observed in the right ventricular (rv) channel. Reprogramming options to improve therapy delay were delivered. This crt-d remains in service. No adverse patient effects were reported.